Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/2/2022. H6 component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what do you mean by "suture snaps prematurely"? When surgeon tries to pick up the suture from the packaging the suture broke even before suturing. Surgeon has mentioned that he has encountered this issue at least 4 times but was not certain of the batch number of the suture. Hospital did not keep the defective item. It mention that patient present sign or consequences, could you please provide more details? The first strand of suture used during anastomosis in the patient snapped when going through tissue. There were no adverse effects to the patient. No remnants of the items were left in the patient. What was being done when the suture snaps (removal from package /during passage through tissue/ during tying / post-op)? A new box of suture with a different batch number and there were no issue. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. No medical or surgical intervention was needed did the patient suffer from wound secretion, infection or wound dehiscence? No, patient was okay post-op. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "suture snaps prematurely"? It mentions that patient present sign or consequences, could you please provide more details? What was being done when the suture snaps (removal from package /during passage through tissue/ during tying / post-op)? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Did the patient suffer from wound secretion, infection or wound dehiscence? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture snapped prematurely. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.